Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 1000 mg/dl. Customer had symptom of high blood glucose; customer had vomiting, diarrhea, nausea and difficulty breathing. Customer was hospitalized due to food poisoning and high blood glucose. Customer was still in the hospital at the time of call and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Customer was not able to complete high blood glucose troubleshooting. Customer was advised that insulin pump would need to be replaced due to high blood glucose.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratched lcd window and case.